Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, the event was likely due to excessive force by the customer during use. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the cover glass was damaged. It was also found that the image was blurry, label of the eyepiece was worn, and the distal end was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the cover glass of the scope was damaged. The issue was found during reprocessing. There were no reports of harm.